Event description:
The acetabular shell fractured through the acetabular floor 3.5 months post op and was revised with a revision system. We were informed on (B)(6) only.

Manufacturer narrative:
Document review: versafitcup cc trio cementless cup 50: code (B)(4)/ lot 120584 (72 cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. (B)(4) cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. The root cause of the event is unknown, however, the fracture of the pelvis is highly unlikely device related. The acetabular shell cc trio released for distribution so far are more than (B)(4) and this is the first event on this issue.